Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cuffed, spiral-flex 7.0, lot# 01j1200349 was manufactured on 09/27/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation at the time fo this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the pilot balloon is detaching from the base of the endotracheal tube. This issue was from the base of the endotracheal tube. This issue was detected upon opening and preparing the device for use. No report of a patient injury or delay in treatment.